Event description:
This is a report of a home patient (hp) who re-used supplies while performing peritoneal dialysis therapy on the homechoice machine. As a participant in a study, the patient was directed to re-use their cassette and drain lines when performing therapy for a week. The patient later developed peritonitis. The treatment for the peritonitis was not reported and it was not reported whether the patient was hospitalized. The cause of peritonitis was reported to be improper reuse further described as reusing the drain line after dropping it into the toilet. The outcome of the peritonitis was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). At the time this event occurred, baxter printed pouches for disposable products intended for single use with ¿this device is intended for single use only¿. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).